Event description:
It was reported that the manifold valve was sticking.

Manufacturer narrative:
During testing and repair at the service center, the device displayed a red light visual alarm. This was due to the manifold valve sticking.